Event description:
It was reported that the patient was being treated for leg ulcers for 2-3 months on both legs with allevyn adhesive and suffered a bad reaction. The skin where the dressings were applied is pink and has never regained the patient¿s normal color, which she says she is brown. Both areas are very uncomfortable (especially in the current heat) and the skin is tight.